Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 556 mg/dl, 163 mg/dl and 301 mg/dl. No adverse event reported. The manufacturer requested return of suspect product for evaluation.